Event description:
A treatment planning system software upgrade resulted in changed units of measure from mm to cm for a specific treatment type. This change was not included in the software release notes. This undocumented change resulted in inappropriate positioning of a pt before treatment. The error was discovered due to image guidance techniques. Undetected this error may lead to grave injury or death.